Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention took place wherein the lead was explanted and replaced. Effective therapy was established.

Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection of the return lead revealed a kink on the lead body with all internal wires broken. The cause of the reported event is consistent with an overstress condition or sudden event the lead may have been subjected while in vivo. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.